Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving liorsal 2000 mcg/ml at 200 mcg/day via an implantable pump. It was unclear what type of baclofen was being delivered as it was also noted the pump was delivering baclofen (unknown) 2000mcg/ml at 831 flex mode mcg/day the indication for use was intractable spasticity. The healthcare provider reported that per the patient¿s mother, the patient has had an increase in spasticity ever since the new pump was implanted. Per the healthcare provider, the mother thinks there might be an issue with the system. The healthcare provider stated the symptoms seem to be at baseline according to them however they are wanting to check to see if there are any issues with the catheter. They do not see signs of major blockages to the catheter but will still check. The healthcare provider stated they increased the dose by 10% last week and that seemed to help the symptoms a bit. The patient is more tight and rigid versus spastic. Additional information was received on 03-mar-2022 from the healthcare provider via the company representative who reported that the patient started going through withdrawal symptoms and it was found that the catheter tip was no longer in the intrathecal space. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was imaging was completed to determine the catheter tip was out of the spine. The actions and interventions taken to resolve the issue was a catheter revision was completed and a new spinal segment was placed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the catheter was revised by cutting off the tip of the existing spinal segment of the catheter then placing a new spinal segment into the intrathecal space and then connecting that new spinal segment to the remaining section of the existing catheter.